Event description:
On (B)(6) 2012, leica microsystems received a complaint regarding sub-optimal tissue of approx 37 cassettes. A leica field support specialist (fss) who attended the laboratory on (B)(6) 2012, noted a discrepancy between the ethanol concentration measured in bottle 8 using a hydrometer (75%), and that calculated by the instrument software (100%). The fss also noted that the laboratory workflow for replacing reagents on the peloris ii tissue processor required laboratory staff to determine the reagent concentration to be used and to correctly set this concentration in the instrument software, rather than utilizing the reagent management features of the peloris software. This workflow has contributed to previous complaints involving sub-optimal tissue processing. Following this event, the laboratory requested implementation of configuration changes, which had been previously recommended. These changes are designed to utilize the reagent management features of the peloris software to be utilized and to mitigate further instances of sub-optimal tissue processing. On (B)(4) 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Bottles 8 (ethanol) and 14 (xylene) were each removed from the instrument for approx two (2) mins at 09:32am and 09:35am respectively on (B)(4) 2012, which is sufficient time to complete manual replacement of the reagent. The properties of the corresponding reagent stations were subsequently reset at 09:34 am for bottle 8 and 09:37am for bottle 14 on (B)(4) 2012. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the default value of 100% was to be set for both reagents in this case. Although the user affirmed in the instrument software that the default concentration of 100% was to be set on (B)(4) 2012, the actual ethanol concentration in bottle 8 measured by the fss on (B)(4) 2012 using a hydrometer was 75%. Bottle 8 was used for the final dehydration step in the "bx rush" protocol started in retort a at 22:48pm on (B)(4) 2012 from which sub-optimal tissue processing was reported. The required minimum final reagent concentration for ethanol is 95%. The consequences of using ethanol at a concentration less than the required minimum for the final dehydration step in a protocol are re-introduction of water into the tissue, which cannot be displaced by subsequent processing steps; and contamination of reagents used in subsequent processing steps, resulting in the sub-optimal tissue processing reported. The root cause for the sub-optimal processing reported by the complainant was determined to be a use error, which occurred during replacement of the ethanol in bottle 8.